Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 46 mg/dl and current is 68 mg/dl. The customer treated low blood glucose with food. Based on customer report customer allege insulin pump was over delivering. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump passed the displacement test. The insulin pump will be returned for analysis.